Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On approximately (B)(6) 2025, around 03:00am, the cgm device alerted for a low cgm reading. The patient had a panic attack caused by the low alert, was shaking, and the emergencies were called. When the paramedics took a fingerstick the cgm reading was low, and the blood glucose reading was approximately 201 mg/dl. The patient was brought to the hospital and was treated with intravenous fluids to treat the hyperglycemia and was given ativan to calm the patient down. The patient was discharged after a few hours. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator was taken at home, no fingerstick was taken for comparison. The reported glucose values fall within the c zone of the parkes error grid was taken upon the arrival of the paramedics. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.